Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed.

Event description:
It was reported the physician implanted a 35mm gore® helex® septal occluder on (B)(6) 2013 to close an atrial septal defect. Two years post implanted the device was imaged. A fracture of the right disc and a residual shunt was seen. A re-intervention was performed and the physician implanted a 25mm gore® cardioform septal occluder to close the residual shunt. The patient was doing well following the procedure.